Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient experienced pain in their rectum so they decreased stimulation for comfort. During the call, the patient said they couldn't feel stimulation so they were assisted with increasing stimulation to the point of having the urge to urinate. They also said they haven't urinated since evaluation start. Three days later, the patient had an involuntary loss of void which hasn't happened before. Patient was advised to connect with their healthcare provider (hcp). The issue was not resolved at the time of the report. No further patient complications have been reported as a result of this event.